Event description:
During a clinic visit, it was reported that this left ventricular (lv) lead exhibited intermittent loss of capture (loc) on the presenting electrogram (egm). The health care professional (hcp) called technical services (ts) and requested assistance troubleshooting the lead settings. The hcp reported being unable to increase pacing threshold outputs due to patient experiencing diaphragmatic stimulation at high threshold settings. Ts advised the hcp that there are no available programming options and recommended for a lead replacement. At this time, the lv lead remains in service. No adverse patient effects were reported.